Event description:
A deceased pt was undergoing an organ-donor procedure in which the sternum saw was used. During the procedure, the blade protector broke off the device. The procedure was completed using another device and there was no further incident. The cause of the event has not been determined.